Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # 0207790894, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Device evaluation: analysis of the second lead (lot# 0207038229) and its corresponding stylet found ¿the stylet wire was bent approximately 32.5 cm from the distal end¿ and ¿the proximal end of the stylet handle was broken off.¿ it was stated ¿the lead itself was functionally okay.¿ it was reported the issue was due to a ¿procedural non-conformance.¿ it was noted the additional returned accessories in the lead kit ¿were not analyzed as the complaint was not related to them.¿

Event description:
It was reported that there was a broken stylet and wire. The event occurred during the procedure. The steel wire broke when the lead was taken out. The device was not implanted and a different product was used. No diagnostic testing or troubleshooting was done. The stylet broke when they had prepared the lead for implant. The device was not implanted and a different product was used. Patient was alive with no injury. No patient symptoms were reported.

Event description:
Please see manufacturer report #6000153-2014-00038 for information about the other lead/stylet combination that was not used at the time of implant.